Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured march 25, 2015 to march 27, 2015. The device was received for evaluation. Visual inspection revealed a black particle approximately 0.03 square mm in size, embedded in the material of the stress member component. The particle was not in the fluid path, it was molded within the material of the stress member. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the filter of a small volume intermate. This was noted before patient use. The device was filled with meropenem. There was no patient involvement. No additional information is available.